Event description:
The customer reported the generation of erroneous total bilirubin (tbil) patient results for five (5) patients on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified observed weak cleaning action on the cartridge chemistry sample probe. The fse flushed the sample probe, but the issue persisted. The fse replaced the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).